Event description:
It was reported that the surgeon implanted a micl12.6 implantable collamer lens in 2007, and the lens was explanted on approx three months later, due to vaulting. The pt was hyperopic after the lens was removed but is currently doing fine with a 20/20 va. The reporter stated the incident was due to a mismeasurement.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that there was no visible damage to the lens. There was evidence of a clear surgical residue.